Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "replace sensor" message displayed after 10 days of wearing the adc freestyle libre sensor. Customer further reported her glucose levels dropped from not eating and experienced loss of consciousness with her "feet wet and shaking when she was woken up". Paramedics was called and the customer was treated with "sugar water" via IV by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "replace sensor" message displayed after 10 days of wearing the adc freestyle libre sensor. Customer further reported her glucose levels dropped from not eating and experienced loss of consciousness with her "feet wet and shaking when she was woken up". Paramedics was called and the customer was treated with "sugar water" via IV by the hcp. There was no report of death or permanent impairment associated with this event.